Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the infection was confirmed. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 97791, lot# unknown, product type: accessory; product ID 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID 977a2, lot# unknown, product type; lead; product ID 977a2, lot# unknown, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 977a2, lot# unknown, product type: lead; product ID: 977a2, lot# unknown, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Analysis of the ins ((B)(4)) found no significant anomalies. It was subjected to a series of standard tests that included, but was not limited to, visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Analysis of the lead ((B)(4)) also found no significant anomalies. The lead was subjected to a series of standard tests that included, but was not limited to, visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient was hospitalized with a respiratory infection in (B)(6) and again in (B)(6). On (B)(6) 2019 fluid was expressed from the site and the culture grew gram negative rods. There was an ins site wound infection. The patient started antibiotics. The entire system was explanted and not replaced on (B)(6) 2019. The device was returned to the manufacturer. The event was resolved and the wound infection was under treatment. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was in severe pain after playing golf over the weekend. The patient stated the generator had moved and sticking out causing pain. The patient also complained of constant burning over the generator site. The hcp stated when the hcp came in for evaluation on (B)(6) 2019 he told the hcp he had been in a motor vehicle accident 2 days prior. The hcp examined the leads under fluro and they were in the correct position, connectivity was intact and impedances were within normal limits. The hcp noted the pain was most likely related to torn subcutaneous tissue/adhesions as a result of the accident. The hcp discussed ice, flector patch to the site as needed. It was noted the event was possibly related to the device or therapy and not related to the implant procedure. The hcp noted the incision sites were cleaned on (B)(6) 2019. It was noted the event was ongoing. The hcp stated the clinical diagnosis was neurostimulator migration and increased pain. Additional information from the hcp reported they had a call from an other hcp in another hospital, who stated the patient had draining brown and yellow fluid from the distal portion of the of the back incision. The patient was on an IV vancomycin, but no growth from the culture. It was noted there was an appointment made on (B)(6) 2019 but the patient did not show up. It was noted the event was possibly related to the device or therapy and possibly related to the implant procedure. The hcp noted there was a possible wound infection at the lead site on (B)(6). The hcp noted that IV antibiotics were administered, and the event resulted in patient hospitalization. It was noted the event was ongoing at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).